Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported by the patient that the remote monitor had flames shooting from underneath it that caused carpet damage. The patient said the fire department was not called. It was confirmed that a new monitor was ordered for the patient. The monitor will be returned for investigation. No patient complications have been reported as a result of this event. It was further reported that the monitor has been returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the remote monitor had flames shooting from underneath it that caused carpet damage. The patient said the fire department was not called. It was confirmed that a new monitor was ordered for the patient. The monitor will be returned for investigation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found that the device would not power up with returned power supply. There was contamination at the top and bottom housing. Bench power test passed with a known good power supply. Visual inspection found the power supply was burned and damaged, however the printed circuit board assembly was ok and not burned. The dc power supply was opened and visually inspected. No evidence of component overheating was observed, no component damage or shorts were observed, the charring on the power supply case appeared to have occurred due to an external source. Conclusion: no defects were found that could be identified as the cause of the apparent fire damage. The damage was severe on the outside but minimal or not present on the inside of the cases. The damage appears to have been caused by an external source. An unrelated component failure was observed. A capacitor was lifted on one end cap. This damage would not result in overheating. Furthermore, the monitor passed all functional tests. The capacitor component damage may result in telemetry c performance degradation.